Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st elevation. When treatments were started on the third vein, the right inferior pulmonary vein (ripv) the st elevation was observed. The physician suspected a spasm may have occurred, so nitroglycerin was administered. A coronary angiogram was performed, and a spasm could not be confirmed as there were no significant changes seen. It was also speculated that air may have been the cause of the elevation, but no air was seen in any device or the patient. The procedure was completed using the original catheter. The catheter has been received for analysis.

Manufacturer narrative:
When received by the boston scientific's post market laboratory the catheter was first visually inspected and no abnormalities were found. A guidewire was inserted, and the catheter was functionally tested, which found the device was able to be deployed to all states without issues. Finally, the catheter was flushed and irrigated which showed the catheter's continuous irrigation was operational. Overall, testing did not find any defects or evidence that the device malfunctioned in a way that could have caused or contributed to the event. The allegation in the complaint could not be confirmed and a clear cause for the reported event could not be established. It was determined that the event is a known inherent risk of the farawave catheter. The catheter's instructions for use state: "potential adverse events associated with use of the farawave catheters includes but are not limited to vasospasm".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced st elevation. When treatments were started on the third vein, the right inferior pulmonary vein (ripv) the st elevation was observed. The physician suspected a spasm may have occurred, so nitroglycerin was administered. A coronary angiogram was performed, and a spasm could not be confirmed as there were no significant changes seen. It was also speculated that air may have been the cause of the elevation, but no air was seen in any device or the patient. The st segment elevation resolved and the procedure was completed using the original catheter which is expected to be returned.